Manufacturer narrative:
Additional information received on 08-dec-2022 via email and attached to complaint object: it was reported by anesthesia that the last time she encountered an error code was while booting the pump and not during use and therefore unable to provide the requested information. H6: event problem and evaluation codes: updates not required. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device auxillary control unit watchdog failure. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
H10: device evaluation: one pump device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seal was broken or removed upon receipt. The right plunger case was cracked. Error codes were found in the event history log (ehl). A power up and audio test were performed during which the primary audible alarm post error at power up could not be duplicated. The audio test passed. The root cause of the intermittent problem is unknown because no fault was found. No repair was needed due to no problem was found. Preventive maintenance and all functional testing were performed. No nonconforming manufacturing device history records were noted. This remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4).